Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported enamel wear/damage, bite concerns, crowding, and fit issues with their retainers. No further information available.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.